Manufacturer narrative:
Reporter's complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, it was determined that the additional observation that the device could not be "tensioned" was omitted from the prior report. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Correction: the date device returned to manufacturer was documented as 08/21/2018 in the initial report. It has been updated as 08/20/2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device had damaged components: locking components, bearings, and cover. It was further determined that the bearings and sleeve were damaged and the lock was blocked. It was further determined that the device failed pretest for thimble lock operation and cutter insertion. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.